Manufacturer narrative:
The teladoc blood pressure monitior was returnted for invesitigation and tetsing was completed. The teladoc blood pressure monitor passed the visual inspection, the leak rate test, the calibration check, and the repeatability test. The teladoc blood pressure monitor is performing as intended.

Event description:
The patient reported their teladoc blood pressure monitor read 20 points higher compared to a manual reading at their doctor's office taken simultaneously. The patient didn't receive any medical treatment because of the inaccurate results from the teladoc blood pressure monitor